Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry distance vision, difficult reading, double vision and halos while driving at night, making it impossible to drive. When the patient tilts her head to the side, her vision improves. Also, closing her eye helps with double vision. Additional information was reported by a surgical coordinator indicating the patient had increased glare. The iol was also noted to be rotated. The iol orientation was at 30 degrees, intended 71 degrees. The iol was exchanged for another lens of the same model, but half a diopter more power seven weeks following the initial implant procedure. Posterior capsule opacity was observed prior to the iol replacement.